Event description:
It was reported that during a hysterectomy procedure, the seal fell out and went into the abdomen. The seal was retrieved. Another device was used to complete the case with no pt consequences.

Manufacturer narrative:
Date sent: 4/7/2009. Info anticipated, but unavailable at this time.